Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that every time they started cooking on the new bosch induction cooktop they purchased recently their symptoms started getting bad. The patient said that they had been struggling symptom wise when they would be using the induction stove top and their symptoms would get better when they weren't using the stove top. Agent reviewed information about possible effects of electromagnetic energies (emi).